Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, de novo distal femoral artery the 5/40mm armada 35 balloon dilatation catheter (bdc) was positioned but could not be inflated as contrast agent leaked at the y-connector. The device was removed and replaced with an unspecified bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A search of the complaint handling system confirmed there were 4 other incident numbers reported for leaks from this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During analysis the device was pressurized and a leak was found at the distal end of the strain relief tubing. A search of the complaint handling system confirmed there were 2 other incident numbers reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored